Event description:
This drain tubing became disconnected from the burette when a nurse was providing gentle manipulation to get the cerebrospinal fluid (csf) to flow into the drainage bag. The neurosurgeon had to come to the bedside and change to a new ventricular drainage system.